Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734477, serial/lot #: unknown. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was having issues booting up the system. They tried to do a little troubleshooting with no results. The current state is both screen have no signal. The localizer receives a brief signal. But the attached external monitor has no signal. No patient was present at the time of the event. Additional information was received stating that this system was used for research purposes only and not for any clinical tasks. The system was plugged into a known good outlet when the issue occurred.